Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an urgent care visit on (B)(6) 2015 due to a high blood glucose level of 471 mg/dl. The reservoirs were bent and she was not receiving any insulin. The infusion sets were bent. The customer treated her blood glucose level with syringes and ivs. The customer was wearing the insulin pump at the time of the urgent care visit. The customer's blood glucose level dropped to 38 mg/dl and it went down to 36 mg/dl after drinking orange juice. The customer had bubble issues. The customer also reported blood at site but it was not actively bleeding at the time of call. The device was not returned.